Event description:
Information provided indicated that the siderail would not latch. No injury reported.

Manufacturer narrative:
Technician found that the left siderail latch bolt was missing form end tube. Siderail would not latch. Installed new latch bolt and cap nut to attach rail latch and resolve this issue. Stretcher located in basement.